Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-101mg/dl not fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2015. Reviewed meter memory: 1:70mg/dl (B)(6) 2015 02:48:00 pm fasting:no; 2:74mg/dl (B)(6) 2015 01:57:00 pm fasting:no; 3:62mg/dl (B)(6) 2015 01:10:00 pm fasting:no; 4:61mg/dl (B)(6) 2015 05:05:00 pm fasting:no; 5:111mg/dl (B)(6) 2015 05:05:00 pm fasting:no. The customer is concerned about all of the readings in the meters memory.